Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a brand new product that was not used or even autoclaved. The sleeve has a ball and slot holding mechanism. Where supposedly, in ideal condition when you insert the next sleeve a small ball will settle inside a slot (grove) in the inner sleeve to hold in position or somehow prevent in softly from easily pulling back. Now this ball is not working in this brand new sleeve, preventing the product form delivering its perfect job that it usually should do. No patient involved. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that the: DHR 312.77 lot 7636646 released 03/21/2014, please note that the correct part number is 312.77, though the complaint recorded the part number as 312.770. The protection sleeve, p/n 312.77, and lot 7636646 was manufactured by synthes (B)(4) on work order (B)(4). The parts met all requirements of inspection sheet (B)(4), revision ¿c¿, completed 03/21/2014, and the parts were released 03/21/2014. No ncrs were generated for this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.